Event description:
Affiliate reported that the stepping motor came off from the base plate.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.